Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed after the pump cover was removed, excessive solder was observed on the bottom of the force sensor pins. Unrelated to the complaint, a review of the black box history revealed multiple ¿loss of prime¿ warnings associated with zero and non-zero low force. A 1.0 unit/hour basal program was executed for 24 hours on the pump; no loss of prime or prime related warnings were noted. The force sensor was found to be within calibration. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed after the pump cover was removed, excessive solder was observed on the bottom of the force sensor pins. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.